Manufacturer narrative:
. Investigation summary: the affected device was returned for evaluation. Return tube cracked and microswitch does not trigger the top socket alarm, will replace both components. Performed visual inspection, installed temp check e5785 and an f-30 gas/vent test filter and performed tests. Could not duplicate or confirm the customer complaint, air detector works as intended. However, the cause of the customer problem is the gas vent filter was not pushed in and seated firmly. Also, if the top tube from the filter is pulled on, it can create a gap between the filter and sensor, the slightest of gaps will trigger the alarm even if the filter is full of water. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the air detector clamps down on tube full of water. The issue was found during annual preventative maintenance. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.